Event description:
During a lap gastric bypass, the handpiece passed pretest and the doctor attempted to resect tissue when the handpiece gave a solid tone. No error codes were shown. The doctor swapped the handpiece with another handpiece and, using the same instrument, completed the case with no pt consequence.